Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. At the time of this report, the customer has not shared any patient information with us.

Event description:
It was reported to philips that the efficia dfm100 defibrillator shock was not delivering. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The patient died.

Manufacturer narrative:
The device was not evaluated by philips. Additional information regarding patient details, device evaluation, and resolution was requested, however the key market representative stated the customer was unwilling to pay the service charges (as not under any service contract). The customer told the key market representative to cancel and close the call as the customer was not willing to get the unit repaired. There were no ECG monitoring strips or patient event files available for review. The device remains with the customer. As the customer declined service, no conclusion can be drawn.